Manufacturer narrative:
(B)(4). :the concomitant medical product was a gore viabahn® endoprosthesis. The therapy date was (B)(6) 2016. (B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The images provided were cell phone videos and secondary captured images, and there had no name, dates or demographics on the photographs. General statements included that there appeared to be a dissected thoracic aorta, visualized in the distal arch and into the descending thoracic aorta with available images. There appeared to be an implanted device in the arch and the descending thoracic aorta. Contrast could not be visualized in the left subclavian artery post implant. The secondary capture images and cell phone photographs or videos cannot be evaluated. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel and/or death.

Event description:
At the afternoon of (B)(6) 2016, the patient was to be implanted with a conformable gore tag® thoracic endoprosthesis for the treatment of a massive dissection of descending aorta, which was extending from the inferior border of the left subclavian artery to the left external iliac artery. The pre-operative CT (computed tomography) and intro-operative angiography indicated that the first tear was close to the inferior border of left subclavian artery and approximate 17mm away from the left common carotid artery. The CT indicated that the dimension of the left vertebral artery was a little bigger than the right one, but the intravascular ultrasound indicated the dimension and blood flow of both vertebral arteries was roughly same. Also considering the short landing zone, the physician decided to implant the conformable gore tag® thoracic endoprosthesis by covering the left subclavian artery, and inserted a soft guide wire in the left subclavian artery. The conformable gore tag® thoracic endoprosthesis ((B)(4)) was inserted and successfully deployed in the target site, a post-deployment angiography showed that the conformable gore tag® thoracic endoprosthesis was well deployed without endoleak. It was stated since the angiography indicated the tear of dissection was treated well, the physician wanted to further implant an 8mm x 5cm gore viabahn® endoprosthesis in left subclavian artery as a branch graft. After exchanging the soft guide wire to an amplaze guide wire, the viabahn device was advanced. However the viabahn device was advanced over the target site and protruded into the ascending aorta lumen, difficult to move back. During attempts of moving back, the patient happened an arrhythmia together with an obvious drop of heart rate and blood pressure, after being performed cardiac compression and medicated, the patient was stable to continue the procedure. The physician had to deploy the viabahn device due to the failure of positioning. During finding the deployed viabahn device, a new dissection in the ascending aorta was indicated by angiography and the tear was closed to the innominate artery. An urgent consultation with the cardiac surgery department was done and decided a follow-up for two weeks before taking further action. The deployed viabahn device was found moving to the level of renal artery inside the abdominal aorta, then was pulled down to the external iliac artery. The patient was stable, so the procedure was ended and the patient was moved to ICU(intensive care unit) for monitoring. On early morning of (B)(6) 2016, the patient was reportedly expired. The detail of death and root cause was unknown.